Event description:
It was reported that the left ventricular lead exhibited loss of capture and high impedance. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis of the lead found normal characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.